Event description:
It was reported that during an unknown procedure, the coag did not work while using the footswitch connection, but the symptom occurred automatically. There were no patient consequences.

Manufacturer narrative:
(B)(4). Investigation summary: per service manual operational and diagnostic analysis did not confirm that the coag did not work using the footswitch. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.